Manufacturer narrative:
Additional information: d9, g3, h3, h6. Correction: a3a was removed. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned unit was contaminated and there was yellow-colored contaminant contained in the evac lumen towards the dist al end of the tubing. No signs of defect were observed on the cuff. Further examination of the evac lumen showed that it was fully intact along the length of the main stem of the tracheostomy and the evac lumen was closed off during the melt operation. It was reported that secretions were leaking from the side of the tracheostomy tube hole that was used for the external suction line. The reported issue was confirmed. The most likely cause could not be established from the information available. The evac lumen was designed to extract fluids which accumulate on the proximal cuff shoulder during use. This extraction helps prevent any type of secretions from passing over the cuff body. The contamination detected in the evac lumen was indicative of patient use and was located towards the melt end of the tubing. The evac lumen was closed off during the melt operation therefore there was no risk in relation to the contamination escaping from the distal end of the evac lumen. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, secretions were leaking from the side of the tracheostomy tube hole that was used previously for the external suction line. The tube was replaced.